Event description:
It was reported that the catheter was air locked or vapor locked as it would not drain urine. All the ones that were tried are from lot # ngey2221 when they tried one from another lot number it seemed to work fine.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "blocked eye or inner diameter of drainage eye small enough to allow for occlusion during use". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Lubricate catheter which is pre-attached to collection bag. 7. Bag and catheter may be placed in basin until needed. 8. Prep patient with povidone-iodine swabsticks. 9. Proceed with catheterization in usual manner. 10. Top tray may be placed on basin to help prevent spillage. 11. Periodic observations of this system should be made to assure that urine is flowing freely." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was air locked or vapor locked as it would not drain urine. All the ones that were tried are from lot # ngey2221 when they tried one from another lot number it seemed to work fine.